Event description:
During esophagogastroduodenoscopy (egd) procedure in the stomach, an injection gold probe bipolar catheter was used. It was reported that the probe would not burn. There was no cautery. The patient's condition was reported as "fine".

Manufacturer narrative:
The suspect device is not available for the evaluation. The cause of the event is undetermined.